Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain (moderate to severe, pain"), abdominal pain ("severe abdominal pain, abdomen pain (moderate to severe)"), reproductive tract disorder ("reproductive system disorder or condition"), haemorrhagic anaemia ("other injury(ies) or complication please describe: anemia"), female genital tract fistula ("reproductive system disorder or condition type of disorder or condition: recto-vaginal fistula") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1998, (B)(6) 2001,(B)(6) 2005), breast reduction in 2003 and vaginal delivery. Patient had no complications during any of her pregnancies. Previously administered products included for birth control: ortho tri -cyclen from 1993 to 2004; for an unreported indication: flagyl, indocin, lioresal, norco, wellbutrin, ortho, phentermine, saxenda, topamax, ultram, vitamin d3, benzocaine and novofine. Concurrent conditions included morbid obesity, nonsmoker, upper respiratory infection, pap smear abnormal, tubal ligation, alcohol use and adenomyosis uteri. Family history included diabetes (mother, father, maternal grandfather), renal cancer (maternal grandmother) and renal disease (paternal grandmother and paternal grandfather). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, 7 years 10 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psychological or psychiatric problems: condition: depression"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reproductive tract disorder (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("vaginitis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: vaginosis"), nausea ("nausea"), eye disorder ("vision/eye problems type: to be supplemented") and visual impairment ("vision/eye problems type: to be supplemented"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), the first episode of menorrhagia ("prolonged menses"), back pain ("severe back pain"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal)type: vaginosis"), vulvovaginitis ("acute vulvovagiitis"), pharyngitis ("pharyngitis"), bartholinitis ("bartholinitis") and hypoaesthesia ("numbness"). On an unknown date, the patient experienced female genital tract fistula (seriousness criterion medically significant). The patient was treated with antibiotics, surgery (robotic assisted total laparoscopic hysterectomy (full) and bilateral salpingectomy), surgery (partial hysterectomy with bilateral salpingectomy to remove essure), surgery (2 reconstructive surgeries last year and (B)(6) 2017) and surgery (posterior repair with martius flap). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and hypoaesthesia had not resolved, the abdominal pain, reproductive tract disorder, haemorrhagic anaemia, female genital tract fistula, dysmenorrhoea, vaginal discharge, vaginal haemorrhage, the last episode of menorrhagia, vaginal disorder, vaginal infection, vulvovaginitis, urinary tract infection, depression, nausea, eye disorder, visual impairment, fatigue, pharyngitis and bartholinitis had resolved, the uterine haemorrhage outcome was unknown and the menstrual disorder and back pain was resolving. The reporter considered abdominal pain, back pain, bartholinitis, depression, dysmenorrhoea, eye disorder, fatigue, female genital tract fistula, haemorrhagic anaemia, hypoaesthesia, menstrual disorder, nausea, pelvic pain, pharyngitis, reproductive tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginitis, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized zero trailing coils within the left side of the uterine cavity and two trailing coils on the right. Beginning in (B)(6) 2010, plaintiff sought medical treatment from physician in regard to the aforementioned symptoms. Because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported improvement in her symptoms and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. On (B)(6) 2006 the test confirmed that plaintiff's fallopian tubes were fully occluded the her essure devices were in proper placement. Impression: the left essure device is seen to be placed slightly more distally in the left fallopian tube. However, this is still within 30 mm of the cornua. Contrast does not pass the essure device. No evidence of free spill. No evidence of free spill of the right and the essure device is seen adjacent to the cornua. On (B)(6) 2013, MRI spine lumbar without contrast showed impression: lower lumbar degenerative changes worse to the left at l3-l4 and l4-l5 and worse to the right at l5-s1. On (B)(6) 2014, vaginal scanning showed endometrial stripe measures 3-4 mm no myometrial mass. The right ovary contains a simple cyst or dominant follicle measuring 1.5 cm, the left ovary contains a cyst or follicle measuring 1.5 x 1.0 cm, no free fluid. Ultrasound pelvis transabdominal showed uterus: the uterus measures 10.6 x 5.2 cm the endometrial stripe measures 5 mm the myometrium is normal right ovary: the right ovary measures 3 x 1.3 x 2.1cm. The ovary contains a cyst measuring 1.7 x 1.2 cm left ovary' the left ovary measures 2 0 x 1.5 x 2.2cm. Normal in appearance. On (B)(6) 2016, the length till resistance was approximately 2 inches with no exit into the rectum. The probe was palpated between rectum and the vagina. It is not clear if there is a real connection with the upper part of the rectum, because felt resistance where rectum dives down. With removal of the lacrimal duct probe, mucous yellowish discharge appeared, the physician also was able to show the patient vaginal opening with the mirror for her better understanding. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), menorrhagia, rectovaginal fistula, vaginal discharge, bartholinitis, anemia, acute vaginitis, depression, pharyngitis. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and mr received: new reporters, patient demographic information, historical and concomitant conditions, product indication, lot no, historical and concomitant drugs, new events vaginal haemorrhage, menorrhagia, vaginal disorder, vaginal infection, vulvovaginitis, urinary tract infection, depression, female genital tract fistula, nausea, eye disorder, visual impairment, fatigue, anemia, pharyngitis, bartholinitis, reproductive tract disorder, hypoaesthesia and uterine haemorrhage( from mr) added. Outcome for the events vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, urinary tract infection, depression, female genital tract fistula, nausea, dysmenorrhoea, pelvic pain, vaginal discharge, eye disorder, visual impairment, fatigue, anemia, pharyngitis, bartholinitis, abdominal pain, reproductive tract disorder added as recovered / resolved and for event pelvic pain and hypoaesthesia added as not recovered / not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain (moderate to severe, pain"), abdominal pain ("severe abdominal pain, abdomen pain (moderate to severe)"), reproductive tract disorder ("reproductive system disorder or condition"), haemorrhagic anaemia ("other injury(ies) or complication please describe: anemia"), female genital tract fistula ("reproductive system disorder or condition type of disorder or condition: recto-vaginal fistula") and uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1998, (B)(6) 2001,(B)(6) 2005), breast reduction in 2003 and multigravida. Patient had no complications during any of her pregnancies. Previously administered products included for birth control: ortho tri -cyclen from 1993 to 2004; for an unreported indication: flagyl, indocin, lioresal, norco, wellbutrin, ortho, phentermine, saxenda, topamax, ultram, vitamin d3, benzocaine and novofine. Concurrent conditions included morbid obesity, nonsmoker, upper respiratory infection, pap smear abnormal, tubal ligation, alcohol use and adenomyosis uteri. Family history included diabetes (mother, father, maternal grandfather), renal cancer (maternal grandmother) and renal disease (paternal grandmother and paternal grandfather). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, 7 years 10 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psychological or psychiatric problems: condition: depression"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reproductive tract disorder (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), the first episode of vaginal infection ("vaginitis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: vaginosis"), nausea ("nausea"), eye disorder ("vision/eye problems type: to be supplemented") and visual impairment ("vision/eye problems type: to be supplemented"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), the first episode of menorrhagia ("prolonged menses"), back pain ("severe back pain"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of vaginal infection ("infection (bladder/ urinary tract/vaginal)type: vaginosis"), vulvovaginitis ("acute vulvovagiitis"), pharyngitis ("pharyngitis"), bartholinitis ("bartholinitis") and hypoaesthesia ("numbness"). On an unknown date, the patient experienced female genital tract fistula (seriousness criterion medically significant). The patient was treated with antibiotics, surgery (robotic assisted total laparoscopic hysterectomy (full) and bilateral salpingectomy), surgery (partial hysterectomy with bilateral salpingectomy to remove essure), surgery (2 reconstructive surgeries last year and (B)(6) 2017) and surgery (posterior repair with martius flap). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and hypoaesthesia had not resolved, the abdominal pain, reproductive tract disorder, haemorrhagic anaemia, female genital tract fistula, dysmenorrhoea, vaginal discharge, vaginal haemorrhage, the last episode of menorrhagia, the last episode of vaginal infection, vulvovaginitis, urinary tract infection, depression, nausea, eye disorder, visual impairment, fatigue, pharyngitis and bartholinitis had resolved, the uterine haemorrhage outcome was unknown and the menstrual disorder and back pain was resolving. The reporter considered abdominal pain, back pain, bartholinitis, depression, dysmenorrhoea, eye disorder, fatigue, female genital tract fistula, haemorrhagic anaemia, hypoaesthesia, menstrual disorder, nausea, pelvic pain, pharyngitis, reproductive tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginitis, the first episode of menorrhagia, the first episode of vaginal infection, the second episode of menorrhagia and the second episode of vaginal infection to be related to essure (ess205). The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized zero trailing coils within the left side of the uterine cavity and two trailing coils on the right. Beginning in (B)(6) 2010, plaintiff sought medical treatment from physician in regard to the aforementioned symptoms. Because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported improvement in her symptoms and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. On (B)(6) 2006 the test confirmed that plaintiff's fallopian tubes were fully occluded the her essure devices were in proper placement. Impression: the left essure device is seen to be placed slightly more distally in the left fallopian tube. However, this is still within 30 mm of the cornua. Contrast does not pass the essure device. No evidence of free spill. No evidence of free spill of the right and the essure device is seen adjacent to the cornua. On (B)(6) 2013, MRI spine lumbar without contrast showed impression: lower lumbar degenerative changes worse to the left at l3-l4 and l4-l5 and worse to the right at l5-s1. On (B)(6) 2014, vaginal scanning showed endometrial stripe measures 3-4 mm no myometrial mass. The right ovary contains a simple cyst or dominant follicle measuring 1.5 cm, the left ovary contains a cyst or follicle measuring 1.5 x 1.0 cm, no free fluid. Ultrasound pelvis transabdominal showed uterus: the uterus measures 10.6 x 5.2 cm the endometrial stripe measures 5 mm the myometrium is normal right ovary: the right ovary measures 3 x 1.3 x 2.1cm. The ovary contains a cyst measuring 1.7 x 1.2 cm left ovary' the left ovary measures 2 0 x 1.5 x 2.2cm. Normal in appearance. On (B)(6) 2016, the length till resistance was approximately 2 inches with no exit into the rectum. The probe was palpated between rectum and the vagina. It is not clear if there is a real connection with the upper part of the rectum, because felt resistance where rectum dives down. With removal of the lacrimal duct probe, mucous yellowish discharge appeared, the physician also was able to show the patient vaginal opening with the mirror for her better understanding. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), menorrhagia, rectovaginal fistula, vaginal discharge, bartholinitis, anemia, acute vaginitis, depression, pharyngitis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain ") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding "), menorrhagia ("prolonged menses "), back pain ("severe back pain ") and vaginal discharge ("irregular vaginal discharge "). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy ). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain and vaginal discharge was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized zero trailing coils within the left side of the uterine cavity and two trailing coils on the right. Beginning in (B)(6) 2010, plaintiff sought medical treatment from physician in regard to the aforementioned symptoms. Because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported improvement in her symptoms and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: the test confirmed that plaintiff's fallopian tubes were fully occluded the her essure devices were in proper placement. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.